Manufacturer narrative:
H3: one device was received for evaluation. The device had no previous repairs and services. Visual inspection of the pump found a delaminated downstream occlusion (dso) seal. A functional check found no issues. Internal inspection executed and found that the valves were sanded down and with fluid residue, however, the sensors and mainboard worked well. The customer stated problem was confirmed and the root cause was found to be fluid ingression. To solve the problem, the dso seal and valves will be replaced.

Event description:
It was reported that the device failed to trigger shutdown pressure and gave no alarm. There was unknown patient involvement.